Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the surgeon closed the device on the uterus using a white reload. The surgeon believes that she may have closed the device on a fibroid tumor on the uterus. When the device fired, it fired half way and did not sound normal and stopped. The surgeon could not remove the device from tissue. A second device was opened to use the battery and that did not work. The surgeon used the manual ratchet mechanism to open the device. There were no patient consequences. Case was completed using suture.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.